Event description:
Initial tnt result of 0.20. Same sample repeated, tested for troponin I, and were negative. A new sample from the same pt was provided and also tested positive for tnt and negative for troponin I. If additional information is received, appropriate notification will be provided.